Event description:
Carefusion clinical consultant reported secondary fluids started backing up into the primary bag. Only normal saline was used with the set; no medications were ever connected. Set was used during training and was not on a patient. No additional event info provided.

Manufacturer narrative:
(B)(4). Conclusion: no available code for undetermined or unk cause. The report that the secondary backed up into the primary was confirmed. Testing identified a malfunctioning check valve. The malfunction was due to an acrylic particle located between the housing seal area and the affixed silicone diaphragm. The cause of the check valve failure is due to a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The source of the acrylic particle was not identified.